Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2013, to remove and replace the partial knee components with a total knee system. There was no wear noted intra-operatively during the revision and no indication of product failure of the partial knee that was removed. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.